Event description:
Customer reported problems with the center column motion. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem.